Manufacturer narrative:
The customer reported that their infusion sets were leaking. Two photos were provided by the customer for quality evaluation. Inspection of the photos show that blood had leaked out of the y-site connection site. Further investigation of the photos submitted do not indicate where the blood was leaking from. The customer complaint of leakage was confirmed. Due to a physical sample not being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material #: mpx5302 batch#: 23109362 it was reported by customer that the IV loops that had "shot" blood out from around the white cap when flushing the IV loop. We had 3 IV loops that had "shot" blood out from around the white cap when flushing the IV loop. Comments on 15/02/2024 1. Did the event directly, or indirectly involve a patient or user? A. Directly involved user 2. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? A. No

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector and y-site was leaking. The following information was received by the initial reporter with the following verbatim: we had 3 IV loops that had "shot" blood out from around the white cap when flushing the IV loop.